Event description:
It was reported to medtronic neurosurgery that the device was found to be broken during surgery. According to the report, a new device was used to complete the operation. There was no injury to the patient reported.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of manufacturing records showed no anomalies.

Manufacturer narrative:
The straight plate was attached to the tab. The eyelet was broken open at one connecting edge of the plate. No other anomalies were noted. It is unknown how or when the damage occurred. The instructions for use that accompany the device note that breakage of timesh components is a known complication. A review of the manufacturing records showed no anomalies. (B)(4).